Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a syringe. The customer declined to troubleshoot the high blood glucose level. The customer was assisted with troubleshooting the insulin pump. The customer's cannula was bent. A watertight tester procedure was performed and the insulin pump passed. The product was replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.